Event description:
The customer observed non-repeatable, falsely elevated vitros tropi es results predicted from two different samples collected at the same time from the same patient. The samples were processed on a vitros eciq immunodiagnostic system. Sample 1: 0.387ng/ml vs. <0.019 ng/ml; sample 2: 0.068 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The falsely elevated vitros tropi es result obtained from sample 1 was reported from the laboratory; and questioned by the physician. A corrected report was issued to the physician following retesting. The falsely elevated vitros tropi es result obtained from sample 2 was not reported from the laboratory. There was no allegation of patient harm resulting from the action taken. (B)(4).

Manufacturer narrative:
The investigation determined that non-repeatable, falsely elevated, vitros trop I es results were predicted from two samples collected from the same patient, when processed on the vitros eciq system. Vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation could not confirm the sample involved had been centrifuged in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed as a contributing factor. A definitive root cause for the event could not be determined.